Manufacturer narrative:
The field service representative found some parts of the instrument were worn. He replaced the dilution needles and dilution well. He calibrated the sample probe and performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 95 mmol/l. The sample was repeated and the result was 120 mmol/l. The sample was repeated on another module and the result was 120 mmol/l. The sample was repeated because the initial result did not align with the patient's clinical history.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.